Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving five occlusion alerts within 45 minutes while using a contact detach infusion set. The agent guided the user through troubleshooting, confirming insulin flow and resuming therapy. Later, the user¿s husband called after another occlusion alert, and the agent assisted them with a full supply change. All removed supplies appeared normal, and replacement supplies were arranged. The highest blood glucose (bg) recorded was 339 mg/dl. Bg was corrected through a full supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.